Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced multiple intermittent low blood glucose levels below 50-55 (mg/dl). Although requested by tandem technical support, the customer did not provide further information regarding the reported blood glucose events.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low bg levels not confirmed. User does not utilize the cgm option their t:slim x2 g5. User requested a 15 unit bolus just after midnight on (B)(6) without entering carbohydrates or bg value. This may be a contributing factor to the low bg event. There were no erratic basal rate adjustments. Complaint could not be confirmed. There is no evidence that the insulin pump experienced a malfunction or failure.